Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when separating the sterile from the non-sterile packaging, the glue is so strong that the packaging is ripping. This is happening with several nurses who are being gentle, grasping both sides and slowly opening it. The sterile portion is ripped open before their sterile field is established, forcing them to open another package because sterility has been compromised.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when separating the sterile from the non-sterile packaging, the glue is so strong that the packaging is ripping. This is happening with several nurses who are being gentle, grasping both sides and slowly opening it. The sterile portion is ripped open before their sterile field is established, forcing them to open another package because sterility has been compromised.